Event description:
The provider was performing a circumcision. The gomco device did not provide pressure and came off during the cutting of the foreskin. Gomco was applied correctly and saved given to supervisor. Epinephrine and surgicel quickly stopped the bleeding. Approx a 5cm round spot of blood on pad from circumcision.